Event description:
Alleged deflation. Is not on file for text copy. Enter text.

Manufacturer narrative:
Implantation time: 155 days. Event: small deflation. Failure noticed: small loss of weight. Control quality department investigation - the loss of weight is due to a storage in the open air after the explantation. Assurance quality department decision - no conclusion about the deflation announced can be made. Protection measures decided - none, it is not a failure imputable to the product.